Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the recorded pump basal history did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/15/2015 with the following findings: a review of the pump black box data revealed an occlusion alarm; however, no evidence of the complaint was observed. The pump was exercised for 24 hours and the recorded basal history accurately reflected the basal settings. No errors, alarms, or warnings were emitted. The complaint was not duplicated. Unrelated to the complaint, the pump was powered on and the display screen appeared discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.